Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, fo llowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage theactions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the rapidcross balloon was prepped per IFU. Once loaded on 0.014 spartacore wire and advanced into the sheath, the scrub tech noticed that blood was coming back into inflation device. The balloon was removed out if the patient and inspected. The balloon had a tear in it. A new balloon was used instead. No patient injury is reported.